Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product confirmed there was a long dark hair on the narrow tip. The device was returned opened; therefore, it could not be determined if the packaging was non-conforming to specifications. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that prior to surgery when the product was opened there was a hair found attached to the protective cover of the intrathecal nozzle. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.